Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: d314drg ICD implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned with no information, was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased. The cause of death was requested and has not been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.